Event description:
Rt kyphon balloon used during kyphoplasty. Right balloon ruptured inside the pt's vertebrae. Unable to retrieve the balloon through the cannula and piece of balloon left behind in vertebrae.